Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient who underwent uneventful lasik treatment. The patient took a nap upon arriving home from treatment and upon waking the patient noted he could not see with his left eye. The patient returned to the office and striae was noted in the left eye. The surgeon performed a lift and stretch of the flap.

Manufacturer narrative:
Log file review shows all laser system functions were within specifications for the respective treatment. The system history shows that the laser was verified successfully prior to and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).